Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant, stylet and protective sheath were returned for analysis. The reported dislodged stent was able to be confirmed. Based on a visual and dimensional inspection of the stent implant, stylet and protective sheath, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. It should be noted that the instructions for use states: prior to using the xience prox everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. (B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified artery. The 3.0 x 23 mm xience prox stent delivery system (sds) was prepared as normal and was advanced in the anatomy to the lesion site. The sds balloon was inflated to deploy the stent; however, upon deflation of the balloon the stent implant could not be seen in the lesion. Concerned that the stent implant had dislodged from the balloon during insertion, x-rays were done to try to locate the stent in the anatomy, but it was not found. Upon inspection of the metal stylet removed during preparation, the stent implant was found attached to the stylet and looked damaged. Another sds was used to complete the procedure successfully. There were no adverse patient effects or clinically significant delay in the procedure reported.